Event description:
A customer reported poor vacuum was experienced during the phacoemulsification portion of a cataract extraction procedure. An alternate system was used to complete the procedure with no impact to the patient.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is of the customer reported event is unknown at this time. (B)(4).